Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was not oversensed, and high pacing threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.